Manufacturer narrative:
This report is being submitted to relay additional information and corrected data. The event description was updated/corrected. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
Customer reported from patient notes that the implant jammed tight in placement. During removal the transfer abutment broke, the piece was removed and the implant was removed.

Event description:
It was reported that the implant at tooth location #29 fractured during placement. It was replaced during the same procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided . Last/given name unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay a correction, additional information and device evaluation. Type of report was updated/corrected to add serious injury. An impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was returned for investigation. . Visual inspection of the as returned product identified worn markings due to usage. Mount fractured at hex. Implant shows damage debris inside implant all due to the removal of the implant. Based on the evaluation, the device malfunction has occurred. Additionally, there are no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number (1250332). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1250332) for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is clinician error, improper surgical procedure, excessive insertion torque, implant not placed properly, clinician error and incorrect assembly of the abutment/mount to the implant, improper patient selection. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.